Event description:
Patient had a 0.3cm red mark on the top/lateral area of foot where pulse ox probe was located. Concern that it was related to pressure from the hard surface of the sat probe near the light.